Event description:
It was reported that the patient experienced pocket atrophy. The implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of adverse event without identified device or use problem was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Electrical testing was normal.

Manufacturer narrative:
Correction: g8 - manufacturer report number should not have been 3008377825-2026-00002, it should have started with 2017865.